Manufacturer narrative:
Product not returning

Event description:
It was reported that automatic pullback failure occurred. The 70% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary (rca) artery. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the coronary intervention and ivus, the ilab system at times failed to perform an auto pullback because the pullback stops and gives an unknown error and finished the case manually. No patient complications were reported.